Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 45 stapler instrument was analyzed and found to have the snake wrist cover torn. The tear measured roughly 0.441". Visual inspection displayed no signs of missing fragments. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start - pre-anesthesia of a surgical procedure, the synchroseal instrument was observed to have a tear in the jaw cover. Use of the instrument was discontinued, and it was replaced with a backup. No fragment fell into the patient. The customer completed the procedure, and no known impact or patient consequence was reported.